Event description:
It was reported that the patient had the inflatable penile prosthesis originally implanted in 2005, removed due to unspecified reasons. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the reason for the replacement surgery was due to the device not functioning prothesis from leakage. The patient was not able to pump the cylinders as they did not fill which was less and less over time. The onset of the symptoms was around (B)(6) 2019. There was good positioning and functioning of the device following the surgery.